Manufacturer narrative:
Date sent to the FDA: 01/14/2016.as per surgeon's observation during the re-operation, there was a midline disruption of the suture at the level of the fascial closure. The suture was removed manually from the fascia on (B)(6) 2015. The surgeon opined that the suture was well anchored at the fascial corners at both ends.

Manufacturer narrative:
(B)(4). Conclusion: photographs of the actual device were received for evaluation. Upon visual inspection of the pictures, it was noted blood residues and tissue on the suture. In addition, barbs were missing or damaged along the strand and the suture ends were noted to be cut. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed barbs were missing or damaged along the strand and the suture ends were noted to be cut. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/22/2015. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean-section on (B)(6) 2015 and barbed suture was used to close the fascia. On (B)(6) 2015, the patient returned to the hospital with complete evisceration and protruding bowel and required re-operation. During the procedure, it was found that the barbed suture used to close the fascia broke in the middle. When removing the broken suture, the surgeon opined the barbs were not holding the suture in place and the suture was easily removed. It is unknown what was used to the close the patient in the re-operation. It was reported that the patient is doing well. Additional information has been requested.